Manufacturer narrative:
The secondary packaging was received in opened state. -secondary packaging included the primary packaging pouch. -secondary packaging included also cradle and additional un-used labels. Only the secondary and primary packaging was received- no shunt or delivery system were received- insufficient for investigation. There were two non-similar additional complaints for the lot. No abnormalities were found during DHR review. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - insufficient product or product data, since only packaging material was received. Thus, the complaint on blockage is not confirmed. Additional information was provided in h.10. Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no similar complaints in the lot. The manufacturer internal reference number is: 2020-73768

Event description:
A facility representative reported that during a glaucoma filtering shunt implantation procedure, the lumina of the shunt was plugged and it didn't work. While the shunt was in the eye, the surgeon could not inject fluid through the shunt, so he removed it and replaced it with another shunt of the same model. Additional information was requested.